Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegations were confirmed and reproduced; each setting led on the front panel blinked due to damage to the detection lever, and the error code e300 occurred due to damage of the detection lever. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using evis exera iii xenon light source, each led (light emitting diode) setting on the front panel was blinking and an e300 error occurred. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the reported phenomenon, ¿front panel led for each setting is flashing¿, was confirmed during inspection, and it occurred due to the broken detection lever. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.